Manufacturer narrative:
B5 describe event or problem has been updated. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 19mm from the tip and is approximately 50mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified right superficial femoral artery. A 6.0mm x 100mm x 135cm-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a 6.0 x 200 charger balloon catheter. There were no patient complications reported. It was further reported that the balloon deflated and removed intact from the patient's body.

Manufacturer narrative:
B5 describe event or problem has been updated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified right superficial femoral artery. A 6.0mm x 100mm x 135cm-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a 6.0 x 200 charger balloon catheter. There were no patient complications reported. It was further reported that the balloon deflated and removed intact from the patient's body.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified right superficial femoral artery. A 6.0mm x 100mm x 135cm-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a 6.0 x 200 charger balloon catheter. There were no patient complications reported.